Manufacturer narrative:
This medwatch report is regarding the driveline infection. The patient¿s death referenced in this section will be reported under medwatch MFR. Report #2916596-2017-00810. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The pump will not be returned for evaluation as it was not explanted, and no autopsy was performed per the family¿s request. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that over the months prior to the patient¿s death, that the patient¿s health declined secondary to a driveline infection that was diagnosed on (B)(6) 2016. The patient required ¿at least¿ four readmissions due to the driveline infection. On (B)(6) 2016 the patient underwent a washout procedure, and a wound vacuum was placed. Over the course of the months prior to the patient¿s death, the patient had started showing unspecified heart failure symptoms. It was reported that the patient had been at a nursing home facility, and had expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and therefore not returned for evaluation. A correlation between the device and the reported driveline infection and subsequent patient outcome could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.